Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The service evaluation did no reveal any problems with this device.

Event description:
It was reported that the suction is not sufficient. There was no harm for patient, operator or third party reported. No further information received.